Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that beginning the day prior to report the parkinson¿s disease patient ¿began to have difficulty to turn over.¿ the patient¿s ¿shoulders were rigid¿ it was ¿difficult to move¿ for the patient. The patient was reprogrammed and it was noted their ¿rigidity was improved, but walking was not good.¿ the cause of the event was not determined at that time. It was "unknown" whether the patient was receiving effective therapy. A supplemental report will be filed if additional information is received.